Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. The optic was broken in one haptic insertion area against well area wall due to the returned position of the lens. The lens was cleaned with klrp for further evaluation. A very small scratch was observed on the posterior surface near the edge. Complaint and product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. A non-qualified cartridge and handpiece were indicated (non-company). The root cause for the scratch appears to be related to a failure o follow the instructions for use (IFU). A non-company cartridge and handpiece were used. The IFU instructs: company foldable intra ocular lenses (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched during loading. There was no patient contact.